Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device gave system error 255-xx-xxxx in which the pump stopped infusing unexpectedly. Although requested, additional information was not provided.